Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in removing air from the cartridge, filling the cartridge with room temperature insulin, and using the necessary steps to complete loading a new cartridge on the pump, after which drops of insulin were seen at the end of the tubing, and insulin delivery continued normally.